Event description:
The customer reported to vyaire medical that the vela ventilator has high peep alarm. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported issue. Ovp (operational verification procedure) was performed. All teste passed the required criteria. The unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: result of investigation: vyaire medical verify the unit issue. Customer requesting checkout after reporting high peep alarms. Ran ovp. Unable to duplicate issue. All tests passed required criteria. Unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.